Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to the manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2009 - patient underwent an unspecified vaginal procedure with implant of a bard/davol flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Event description:
As reported on 08/30/2016, the following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2009 - patient underwent an unspecified vaginal procedure with implant of a bard/davol flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device. Addendum based on additional information provided by patient's attorney which included the medical records and general patient outcome allegations: (B)(6) 2009: the patient was diagnosed with grade 3 central defect cystocele and underwent an anterior colporrhaphy with implant of a bard/davol bard flat mesh for pelvic floor defect. (B)(6) 2016: the patient had an md office exam with complaints of a vaginal bulge pressure causing discomfort and mixed urinary incontinence interfering with her life activities. Patient was diagnosed with stress urinary incontinence, uterovaginal prolapse, cystocele, rectocele and vaginal enterocele. Surgeon discussed additional surgery in ¿(B)(6) 2016 for a laparoscopic supracervical hysterectomy with a possible bso, sacrocolpopexy, sling possible and cystoscopy.¿

Manufacturer narrative:
Addendum based on additional information provided by patients attorney which included general patient outcome allegations: currently, it is unknown to what extent the bard/davol bard flat mesh device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges vaginal bulge pressure causing discomfort and mixed urinary incontinence interfering with her life activities. Patient was diagnosed with stress urinary incontinence, uterovaginal prolapse, cystocele, rectocele and vaginal enterocele. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted.